Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests were performed according to all applicable procedures. Upon receipt of the returned lead, visual inspection confirmed the reported damage to the connector pin. Additionally, marks consistent with manipulation were observed on the connector surface. Subsequent x-ray imaging revealed torque in the inner coil, which is responsible for driving the screw mechanism. This finding may be associated with multiple repositioning attempts, or an excessive number of rotations performed to extend and retract the screw during implantation attempt. Given the stringent quality controls in place to prevent distribution of products with such damage¿and considering that the final product inspection did not detect this issue, it is suspected that the connector pin damage occurred inadvertently during the implantation procedure. Specifically, the damage may have resulted from abrupt or excessive force applied during the clamping or unclamping of the butterfly tool to/from the connector. In this instance, a sudden movement may have completely detached the connector pin from the lead. To prevent such mechanical damage, the physician¿s manual provides specific instructions for the proper detachment of the butterfly tool from the connector pin. The relevant guidance is as follows: connect / remove the fixation tool from the is-1 connector pin by pressing on the wings of the fixation tool. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, when the lead was removed from the packaging (before the use) the connector pin is1 was found bent. The physician decided to not use this lead and to implant a new one.

Event description:
Reportedly, during the implantation the connector of the lead was damaged. Lead was not implanted.